Manufacturer narrative:
One swan-ganz catheter was received with the contamination shield attached and the monoject 1.5 cc limited volume syringe. The catheter read 35.0 c in a 37.0 c water bath upon connecting to the quality laboratory's vigilance I and ii monitors. It was found that the wrong resistor was placed in the housing. The thermistor circuit was continuous. There were no open or intermittent conditions. The thermistor connector was opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5 cc limited volume syringe. The customer report was a confirmed manufacturing nonconformance. Upon receipt of this complaint a personnel awareness training was conducted at the manufacturing site and a complaint investigation is underway to identify potential causes and determine actions as deemed necessary to prevent recurrence of this type of complaint. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was initially reported that the catheter did not register temperature correctly. The catheter was floated and the initial temperature reading was 94.8f, which did not correlate to previous temperatures (99.8-100f) and did not correlate to physical exam of the patient. The 5 degree difference in the temperature was concerning so the swan-ganz catheter was removed and a second swan-ganz catheter was placed without incident. The temperature received from the second device correlated within 1 degree of the temperature measurement taken by an alternative method. There were no patient complications reported.